Manufacturer narrative:
Results: missing ground and power prongs.

Event description:
It was reported by service report that the power cord was damaged. No patient involvement or adverse consequences are reported.